Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. Patient had not charged the device in over a year as she had lost the charger. Surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.